Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture due to a suspected dislodgement. An x-ray was taken and it was determined the lead microdislodged. Subsequently, a revision procedure was performed where the rv lead was successfully repositioned. No addtional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.